Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw and a rounded set screw socket. (B)(4).

Event description:
It was reported that during a device change-out, the setscrew of the replacement device was unable to be engaged by multiple wrenches. The device was not used, and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.